Event description:
Additional information was received from a hcp. It was reported that the patient was seen in the clinic the day prior. The ins was found to be dead, and it was reported that this is the third time they have come in with a completely flat system. The hcp stated that the clinician programmer had the message 'device discharged, replace battery' or something like that. The patient had been trying and failing to charge the device for two weeks prior to coming in to the clinic. It was stated that besides this, the patient is in excellent form with no stimulation for the last two weeks. Their speech is better, handwriting is good and there is no tremor at rest. There is no head tremor, which seems to be a first for them as the dbs has never controlled it anyway. The hcp stated that dur to this outcome, they are going back to the clinic to re-think replacing the battery and possibly avoid the surgical procedure.

Manufacturer narrative:
Additional information indicates the surgical procedure has been reconsidered as the patient is doing well. Updated to report type of malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that all monopolar and bipolar impedances on the right vim lead were high. There was also one high impedance of 2293 ohms on c/4 of the left vim lead. The patient experienced some neck pain related to the issue. There were no falls/trauma associated with the event. The cause of the high impedance had not been determined, but the patient was booked for intra-operative testing. No further patient symptoms/complications were reported.